Event description:
It was reported that the implantable cardiac monitor was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed the communication issue seen in the field. The cause was thought to be due to a battery anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.